Event description:
Te-prove clinical study it was reported that in-stent restenosis occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization which revealed a de-novo target lesion located in the ramus with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.7 mm. The target lesion was treated with direct stent placement of a 20mm x 3.00mm taxus¿ element¿ drug eluting stent with 0% residual stenosis. One day post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, there was 80% proximal edge restenosis of the previously placed study stent located in the ramus. On the same day, the patient underwent coronary artery bypass graft (CABG) as a treatment with 0% residual stenosis and the event was considered to be resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).